Manufacturer narrative:
The device was received at zoll medical corporation for evaluation. The device activity log showed multiple check pads and poor pad contact messages, which are typically due to poor electrode to patient coupling. All device tests, including impedance and defibrillation cycles, passed with no issues. No clinical log or electrodes used during the event were available for evaluation. Based on the available information and testing, no fault was found with the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a 77-year-old male patient, the device displayed a "poor pad contact" message while attempting to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.